Event description:
The pt was being prepared for air transport when the impact emv+ portable ventilator system gave an "run-time calibration failure" alarm. Following the alarm, the pt was manually ventilated. The end user reported there was no serious injury to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, it was reported that the ventilator alarm caused the need to manually ventilate the pt. We have submitted this as a serious injury event because manual ventilation may have been necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be duplicated (all parameters were within specification). As the run-time calibration error can be linked to an intermittent problem with the device "autocal" valve, the valve was replaced. Periodic maintenance, calibration and functional testing were performed at impact following the repair. The unit was returned to the end user after it tested within specification.